Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a gas bubble instilled during a retinal procedure was not as large as anticipated upon examination one day post op. No patient impact has been experienced. Additional information has been requested. Additional information was received from the reporter who expressed concern that their gas regulator device may not have delivered the correct amount of gas during the procedure. Additional gas instillation may be required, but has not been scheduled to date. The original procedure was confirmed to be scleral buckle with vitrectomy at 20 percent gas concentration mixed with 80 percent air.